Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. Broken cable segments were various in lengths. Motion was no longer intuitive due to cable breakage. Additional observation not reported by the customer was a dislodge blade between grips. Self-test did not pass and vessel sealer did not engage. Neither blade cable nor blade was bent. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed wires were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci hysterectomy procedure the vessel sealer instrument had frayed wires at the wrist. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.